Event description:
The angiosculpt scoring element detached from the balloon. The tech felt that it detached when pulled through the sheath upon completion of the case.

Manufacturer narrative:
The lot number was not provided by the hospital; therefore, the lot number and expiration date are unknown. The angiosculpt device was disposed by the hospital, thus no evaluation performed. The device manufacture date is unknown. The lot number was not provided by the hospital. Per the IFU, retained device component is listed as a possible adverse effect of the procedure. Placeholder.